Event description:
It was reported that the ventilator's inspiratory flowmeter was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the inspiratory flowmeter solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The inspiratory flowmeter measures the combined air and o2 flow, as well as the temperature of the inspiratory gas from the o2 gas module and turbine module. The flow measurements are used as input to control the gas module and the turbine, creating a feedback loop. The reported issue was confirmed in provided device's logs. The defective part was not returned for investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to inspiratory flowmeter.